Event description:
Patient reported her blood glucose was 458 mg/dl at 9:45 am on (B)(6) 2013. She changed the infusion set and cartridge, and she delivered 10 i.e. Of insulin via the infusion device and 8 i.e. Via pen. Her blood glucose was 88 mg/dl at 9:30 pm and she went to bed. She woke up and felt sick at 2:00 am on (B)(6) 2013. Her blood glucose was 356 mg/dl and she had a ketone measurement of "+++." She changed the infusion set and cartridge again and delivered insulin via the infusion device. She believes the insulin delivery is too low, and the infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. E4 errors were found in the history, and the occlusion limits were tested successfully. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The adapter passed the optical inspection.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.